Event description:
It was reported that an ilet user experienced hyperglycemia with a blood glucose of 359 mg/dl after missing a meal announcement by approximately one to two hours. The user reported no pump alarms, noted no issues with infusion tubing, and confirmed wearing the device. No reported clinical effects. Outcomes included self-management at home with hydration and no medical intervention or hospitalization. Investigation included customer care troubleshooting and education regarding appropriate timing for meal announcements and guidance to monitor and call back if issues arose. Investigation of this case revealed user-related use error associated with a missed meal announcement, with no device malfunction identified. It was concluded that the event was related to use error rather than a device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.